Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed 800 ml/hr gravimetric test (results were 176.44 and 179.22 on retest / 200) during preventive maintenance testing. It was also reported there was no patient involvement.